Event description:
It was later reported that the patient was admitted for a possible urinary tract infection. The culture showed contamination, not sepsis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized in (B)(6) 2013. The patient was septic and ¿they didn¿t think he was going to live¿. It was charted at the hospital that medications were decreased by 20% on (B)(6), but this was not confirmed by telemetry. The patient¿s condition improved and had been doing well at the time of the report. The device system was used to deliver clonidine, bupivacaine, compounded baclofen and sufenta. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 81192, lot# d13679, implanted: (B)(6) 2012, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).